Event description:
The patient reported that when they went to have their implantable cardioverter defibrillator (ICD) checked, and "they said that the lead in the atrium isn't working". In addition, the patient believed "that the lead came loose from the heart". Follow-up investigation revealed that the right atrial (ra) lead showed normal function, and had not dislodged as was initially suspected. The healthcare professional (hcp) indicated that the patient has a junctional intrinsic rhythm which had affected the pacing rate. The patient's intrinsic rate was too fast, and this caused the device to not pace correctly. Reprogramming was performed, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.